Manufacturer narrative:
No sample was returned, and no photos were provided. The reported complaint could not be verified. If the product is returned this complaint will be reopened for further investigation. No lot number was provided; therefore, a history record review could not be conducted.

Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. H3: other; device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that they sent a 5-fu cadd to the patient's home for a 46-hour continuous infusion. While the nurse started the pump, or while the pump was at home with the patient there were no leaks present on compounding. When the patient came back into the infusion center, it was noticed that the pump was leaking between the cadd tubing and cstd. It was found out that the patient dropped the cadd cassette. There was a patient involvement and unknown patient harm/adverse event reported.